Event description:
As reported for this event by the customer, the grey connector of the device was broken. There is no reported harm to any patient.

Manufacturer narrative:
Field service engineer (fse) went on site to evaluate and repair the device. Fse found the grey connector broken and replaced it. After repair, the device functionality was verified per the original equipment manufacturer check list. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to stress, the tube was unable to be connected since the connector became loosened and came apart. Labeling review (IFU review). Irregularity can be detected by performing inspection as below: ¿chapter 3.inspection before use 3.3 inspecting the connectors check the following for each connector. -the connector should be fixed firmly -the o-rings should be free of abnormalities such as cracks, tears, or dents if any irregularity is found, do not use the equipment and contact olympus. ¿